Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of january 1, 2016, is used for the estimated date of event between 2016 and 2022. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: karsten buringer, ulrike schempf, stefano fusco, dorte wichmann, dietmar stuker, martin gotz, nisar p. Malek and christoph r. Werner. "Feasibility, safety and efficacy of endoscopic single-operator cholangioscopy: a retrospective single-center study" on behalf of therapeutic advances in gastroenterology 2024, vol. 17: 1-12, department of gastroenterology, hepatology, gastrointestinal oncology, geriatrics and infectious diseases, university hospital tubingen, otfried-muller-str. 10, tubingen, d-72076, germany, https://doi.org/10.1177/17562848241288111 block h6: imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e060109 captures the reportable event of tachycardia. Imdrf patient code e0742 captures the reportable event of respiratory failure. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f19 captures the reportable event of surgical intervention. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.

Event description:
Note: this report pertains to a spybite biopsy forceps and spyglass cholangioscope devices that were used in the same patient and procedure. Boston scientific became aware of an event involving a spybite biopsy forceps and spyglass cholangioscope through the article titled, "feasibility, safety and efficacy of endoscopic single-operator cholangioscopy: a retrospective single-center study", by karsten buringer et al. Per the article, from 2016 to 2022, a study of 196 patients suffering from biliary strictures and pancreaticobiliary stones were treated with single operator cholangioscopy (soc). According to the article, 17 patients experienced minor intraprocedural bleeding that required no intervention, and 9 patients experienced major bleeding that was managed conservatively with endoscopic hemostasis. Additionally, 6 patients developed cholangitis and 2 developed pancreatitis. One patient experienced peri-interventional tachyarrhythmia and respiratory failure, and another sustained a bile duct perforation for which a stent was placed to bridge the perforation; the stone was subsequently removed surgically via laparotomy, open cholecystectomy, and resection of the extrahepatic bile ducts. That patient was discharged after 7 days. Please refer to the cited article for complete details. There were no reported problems with the spybite biopsy forceps or spyscope ds ii.